Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 2ml ls 24x1 dn bp india was missing scale markings. The following information was provided by the initial reporter: 2ml syringe without bold marking.

Manufacturer narrative:
H6: investigation summary there are no customer return samples received by bd for evaluation. The investigating team has used the photographs and the retention samples of lot number 303889 for the investigation. The investigating team reviewed the photograph of emerald 2ml syringe, and it was found that the defect was raised due to printing pad performance. The photograph shared by the customer confirms the defect. The defect is confirmed. DHR of lot number 303889 was reviewed and there was no reported qn on this lot from production to dispatch of the product. H3 other text : see h10

Event description:
It was reported that syr 2ml ls 24x1 dn bp india was missing scale markings.the following information was provided by the initial reporter: 2ml syringe without bold marking.